Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump, and the caller successfully resolved the issue without recurrence of the malfunction code. The caller was advised to contact support again if the issue reappears and confirmed their understanding of the instructions.